Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. Product ID: neu_stylet_acc, product type: accessory. Product ID: neu_stylet_acc, product type: accessory.

Event description:
Additional information was received from the manufacturing representative reporting the lot number of the second lead that had been used. It was reported that the patient was alive with no injury. They did not have any further information. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial#: (B)(4), product type: lead. Product ID: neu_unknown_lead, product type: lead. Product ID: neu_stylet_acc, product type: accessory. Product ID: neu_stylet_acc, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative reporting that the lead stylet would not seat properly during the procedure. The lead and stylets were return for analysis on 2017-05-10. No further complications were reported/anticipated.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), product type lead. Product ID 977a260, serial# (B)(4), product type lead. Product ID neu_stylet_acc, product type accessory. Product ID: neu_stylet_acc, product type accessory. Analysis found no evidence of anomalies on the lead ( va1ew8x030). Analysis found mulitple bent areas on both stylets. Once the stylets were straightened they were both able to insert into the lead all of the way. The conclusion code, result codes , and method codes apply to lead ((B)(4)). The conclusion code , result codes, and method codes apply to both stylets. The result code no longer applies to this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: neu_unknown_lead, product type: lead. Product ID: neu_stylet_acc, product type: accessory.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative on 2017-05-04 regarding a patient who was not eventually implanted. It was reported that the health care professional (hcp) had a problem when attempting to advance the lead during the implant surgery. It was reported that the stylet handle would not go flush with the lead so the hcp could not advance or adjust eh lead. The hcp tried a second lead but chose not to implant the patient. The patient was not registered because they were not implanted. These events occurred on (B)(6) 2017. There were no patient symptoms reported. No further complications were reported.